Manufacturer narrative:
Approximate age of device - 6 years, 11 months. The pump was returned for evaluation with the percutaneous lead (lead) cut approximately 0.5 inch from the pump housing. An approximately 7 inch portion of the severed lead was also returned. Electrical continuity testing of the returned portion of the lead did not reveal any discontinuities or shorts. However, breakdown of the metal shielding was identified approximately 8 inches from the pump housing. Visual inspection identified a breach in the insulation of the black and green wires located approximately 7 inches from the pump housing. The breach appeared to be consistent with fatigue damage due to repetitive flexing of the wire at this location. As a result of the damage to the insulation, the underlying black and green wire conductors were exposed. The reported intermittent pump starting and stopping events would have occurred as a result of the exposed conductors of one wire contacting the braided shielding when the device was supported by the power module. Alarms could have also resulted from the exposed conductors of two wires from different motor phases contacting each other or making simultaneous contact with the shield while on battery support. Examination of the interior of the pump found no evidence of any adhered depositions or thrombus formations, surface scratches, or scoring. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. In addition, system controller serial number (B)(4) was returned. During the analysis, the device was connected to laboratory equipment and was unable to operate the test lvad pump. Further analysis of the device revealed damage to the primary drive circuitry. The log file contained multiple speed instability and pump stop events, which are consistent with damage to the drive circuitry. The noted damage is consistent with an over current situation resulting from the compromised lead. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient received a pump exchange on (B)(6) 2016 due to suspected thrombus. According to the surgeon, the pump was intermittently starting and stopping and the driveline was covered in tape and was in poor condition. The suspected thrombus was noted via echocardiography where a shadow was observed near the inflow cannula. The surgeon reported that there were no obvious signs of thrombus at explant. No additional information was provided.